Manufacturer narrative:
Method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt experienced an elevated blood glucose of 616 mg/dl after a new infusion headset was inserted. Target blood glucose is 120-125 mg/dl. Pt bolused insulin through the infusion device, but blood glucose would not decrease. She then delivered an insulin injection. When pt returned home from work, she realized there was insulin around the infusion site and the infusion cannula was sideways against her body. This has happened a total of 3 times, where the infusion cannula was not inserted properly into her body. She has also experienced elevated blood glucose on the second day of use with this type of infusion set. Pt's technique was reviewed, and it appears the headsets are inserted correctly using the insertion device. Pt was sent infusion sets with a shorter cannula for purposes of troubleshooting. Infusion sets were discarded and will not be returned for eval. F/u was completed on (B)(4) 2011. Pt switched to a different type of infusion set and her blood glucose returned to normal. The pt did not require treatment from a health care professional or second party to address the issue.